Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f is identified in d2 and g5. (Expiration date: 07/2022) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten days after port implantation, the device allegedly produced various symptoms and discomfort to the patient. The patient had discomfort while device rejection. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary:one MRI low profile port was returned for evaluation. Visual, microscopic visual, functional and dimensional evaluations were performed. The investigation is inconclusive for patient discomfort and rejection issue as the exact circumstances at the time of the reported event are unknown and the clinical conditions cannot be replicated to confirm these failures.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f is identified in d2 and g5. H10: d4 (expiration date: 07/2022),g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten days after port implantation via right subclavian vein in right chest wall, the device allegedly produced various symptoms and discomfort to the patient. The patient had discomfort while device rejection. The patient's current status was unknown.